Event description:
It was reported when the device was used during a low anterior resection procedure, no staples were deployed. The case was completed with a circular stapler. There were no pt consequences.